Manufacturer narrative:
Patient was revised to address pain. Doi: (B)(6) 2005, dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 1/8/2016 - litigation papers allege the patient suffered symptoms including, but not limited to, pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 5/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported the ability to perform and enjoy regular activities was impaired and patient would not have had the surgery if knew of the side effects. Primary surgical report noted the cup to be placed slightly vertical as a result of the difficulty surgeon encountered placing the cup related to the patient body habitus and morbid obesity. The cup will not be reported at this time. Revision surgery report noted pain and elevated metal ions without lab results for metal ions. There was no report of swelling, inflammation, damage to muscle or tissue, or infection. Stem added for allegation of elevated metal ions without lab results. The complaint was updated on: may 27, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.